Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No additional event information or investigational inputs were provided to customer quality. As the case is in litigation, follow up for this additional information will be performed by depuy legal. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Revision due to increasing metal ion levels and subsequent soft tissue and muscle pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Revision due to increasing metal ion levels and subsequent soft tissue and muscle pain. Update oct 18, 2017: additional information received. Updated patient's affected side(right). Added reason for revision: alval and product manufacturing date. This complaint was update on nov 17, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.